Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml evacuated container filled partially, and then lost suction. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (The reporter stated that this occurred during use on a patient. There was no report of patient injury or medical intervention associated with this event.) A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.